Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the control solution result of the onetouch ultra2 system is outside of the acceptable range. In addition, the patient claimed the onetouch ultra2 meter was giving inaccurate high readings in the high 100 mg/dl. The complaint was classified based on the customer care advocate (cca) documentation and the callback information obtained on (B)(6) 2014. According to the patient, over the course of a few weeks, the patient had obtained elevated blood glucose readings of ¿180's mg/dl¿ on the lfs meter and increased his metformin according to the doctor¿s instructions. He was taking 1.5 pills of metformin in the morning and 1.5 pills of metformin in the night. On (B)(6) 2014, the patient was not feeling good and was hospitalized for metformin toxicity. He was taken off of metformin after his release from the hospital. The control solution issue was not resolved with training. The test strips and control solution were in good condition and within the discard date. The unit of measurement was set correctly. The patient refused to sent the lfs products back for investigation. This complaint is being reported because the patient required hcp treatment for metformin toxicity after he managed his diabetes with the alleged elevated lfs meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.